Event description:
It was reported that the pt complained of pain in groin, and can't move in and out of car without reaching for her pant leg to pull it up.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.